Event description:
The cannula of the infusion set became detached from the base and may have been lost within the body. The report stated that the patient performed a site change on 03/28/2006. When the site was removed it was noted that the cannula was missing, it could not be seen coming out of the skin nor was it in any way attached to the plastic base.